Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse needs support troubleshooting alert 113 (reduced water temp control) in an arctic sun device. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 36.5c, water temperature (wt) was 30.7c, flow rate (fr) was 2.3lpm. Guided to diagnostics: system hours 4510, pump hours 4048, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was (chiller) 4.5c. Explained this device would need to go to biomed. They would look for a replacement device. The device would not heat past 17. Per additional information updated from ttm on 17feb2026, biomed following up on sn (B)(6). Follow up on case (B)(4). Alert 113, not cooling, possible mixing pump failure. Per wo notes, it was determined that the device had a failed heater element. The device was checked for overfill draining 500ml. Eventually heated to 29 but took nearly 30 mins.

Event description:
It was reported that the nurse needs support troubleshooting alert 113 (reduced water temp control) in an arctic sun device. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 36.5c, water temperature (wt) was 30.7c, flow rate (fr) was 2.3lpm. Guided to diagnostics: system hours 4510, pump hours 4048, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was (chiller) 4.5c. Explained this device would need to go to biomed. They would look for a replacement device. The device would not heat past 17. Per additional information updated from ttm on 17feb2026, biomed following up on sn (B)(6). Follow up on case (B)(4). Alert 113, not cooling, possible mixing pump failure. Per wo notes, it was determined that the device had a failed heater element. The device was checked for overfill draining 500ml. Eventually heated to 29 but took nearly 30 mins.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 36.5c, water temperature (wt) was 30.7c, flow rate (fr) was 2.3lpm. Guided to diagnostics: system hours 4510, pump hours 4048, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was (chiller) 4.5c. Explained this device would need to go to biomed. They would look for a replacement device. Per additional information, biomed following up on sn (B)(6). Follow up on case (B)(4). Alert 113, not cooling, possible mixing pump failure. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, g. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.